Manufacturer narrative:
MFR received date: 01 sep 2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the touchscreen assembly to address the issue. The issue has been resolved and the device now functions as intended after passing all testing. The defective touchscreen assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, it was determined that the ul_lr and ur_ll resistance and resistance ratio being out of spec caused the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.